Event description:
Spontaneous call from IV treprostinil self-mix patient, reporting a cartridge issue where she woke up to an alarm reading unable to read cartridge. Stated no kinks in tubing at the time. Stated she attempted inserting cartridge on both pumps and it could not be read. Mixed a new cartridge and infusion was continued. Cartridge available for investigation, advised to empty remaining medication into ziplock bag and throw out in trash. Cartridge to be replaced. No additional information, details or dates are available at this time. Return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate & volume delivered are unknown. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.